Event description:
The customer reported that the first ascendra balloon catheter ruptured upon partial deployment of the 26mm sapien valve. The sapien valve remained stable in the native annulus and did not move while a second delivery system was prepped and inserted through the first sapien valve. The balloon on the second delivery system also ruptured. A third 26mm ascendra balloon catheter was prepped and inserted through the sapien valve and expanded until full deployment of the sapien was achieved. No patient effects were noted and the patient was noted to be in stable condition following the procedure. The customer reported that the native annulus was calcified but could not comment on the severity or distribution of the calcium.

Manufacturer narrative:
See also manufacturing report number 2015691-2013-19185 for the first balloon that ruptured in this report. The device was not returned for evaluation as it was discarded by the site and there were no edwards representatives present at the procedure. Historical thv balloon rupture complaints have been analyzed and summarized by edwards in a technical summary (ts). The ts provides a rationale as to why it is very unlikely that a product defect contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. In this case, the root cause of the reported balloon burst cannot be confirmed; however, it likely resulted from a cause outlined in the technical summary. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.